Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10315. The patient has 4 supra-orbital leads (off label use) implanted from 2 different lots (3 leads from lot 5037141 and 1 from lot 4198796). It was reported the patient is experiencing a burning sensation on the front/top of her head with and without stimulation on. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10315. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015, where her supra orbital leads were repositioned to improve comfort.